Event description:
Reporter stated that customer received the following results on two different meters within 5 minutes: 21.3 mmol/l (mobile system) and 10.3 mmol/l (aviva system). No actions taken based on device results. No adverse event reported. The aviva product was not returned.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. (B)(4). Device will not be returned.